Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal anastomosis of the saphenous vein graft (svg) to the diagonal as well as the native diagonal vessel through the graft. After pre-dilatation, a 2.0x10mm non-abbott cutting balloon dilatation was performed, which resulted in a significant vessel perforation. The perforation was tamponaded with an 8-minute inflation using a 2.0x30mm balloon; however the patient again developed recurrent chest pain; therefore the vessel was again tamponaded with the 2.0x30mm balloon while prepping a 2.8x19 mm graftmaster (gm) covered stent. It was realized that the stent was too large for the vessel, but it was to be inflated at very low pressure. However, the graftmaster would not go through the non-abbott support catheter which was being used for extra support. In the process of trying to remove the support catheter and prepare another graftmaster, the entire guide clotted off and the patient's chest pain had improved dramatically. A stat echocardiogram showed no significant pericardial effusion. So, at this point, it was thought that the graft to diagonal would likely clot off, therefore, no additional intervention was performed. The patient was to remain hospitalized overnight for monitoring. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position. There is no indication of a product quality issue with respect to manufacture, design, or labeling.